Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. The patient was given a temporary pacing device. At this time, this device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. The patient was given a temporary pacing device. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the company representative experienced interrogation difficulties. It was decided to schedule a device explant procedure in the near future.